Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0258785. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: on (B)(6) 2021, when the nurse sealed the tube after the patient's infusion was completed, there was a stuttering, high resistance, and it could not be used normally.